Manufacturer narrative:
Implant regio 25 fractured. Construction was a removable prosthesis placed on 4 implants with locators. Patient suffered from periimplantitis following bone loss and implant instability material analysis concluded inhomogenous mechanical overloading of the implant resubmitted due to submission error.

Event description:
Implant fracture.